Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. This report is being submitted as part of a retrospective review and remediation per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a bicuspid native valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 16mm balloon. During the implant of the valve, the shape of the valve flared from the left ventricular outflow tract (lvot) to the valve leaflet position. A 26 mm valve (B)(6) was selected to match the size of the annulus. However, there were three points of calcification extending from the leaflet to the lvot. The valve was deployed to the point of no recapture and severe paravalvular leak (pvl) was observed. The position was adjusted but the pvl remained. The valve was withdrawn to attempt a 29 mm valve (B)(6). The 29 mm valve was implanted but the severe pvl remained. A post-implant bav was performed with a 20 mm balloon but the severe pvl remained and the procedure was completed. Per the physician, the pvl was a result of the native bicuspid valve and calcification. It was reported that the patient was being monitored and no further treatment was provided for the severe pvl at this time. No adverse patient effects were reported.